Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information indicated the observation was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Please see the description for more information regarding the specific circumstances of this event.

Event description:
During the implant procedure of this implantable cardioverter defibrillator (ICD) system, additional signals were observed on the programmer electrogram (egm) on the right ventricular (rv) pace and sense channel. The signals were observed between the intrinsic ventricular beats and were not oversensed by the device. The boston scientific representative (rep) indicated that these signals were not observed during pacing system analyzer (psa) testing but were observed after pocket closure. Boston scientific technical services (ts) reviewed the programmer egm and indicated that the signals appear to be air bubbles trapped in the device header. Ts provided guidance to the rep that the issue typically resolves on its own within 24 hours. Ts also reviewed and provided additional literature to the rep that explains the issue in further detail. The device and rv lead remain in-service. No patient symptoms or adverse patient effects were reported.